Manufacturer narrative:
Eval: a work order search was performed which showed no similar complaints within the work order. Conclusions: the root cause for this event cannot be determined because, the lens was not returned.

Event description:
The surgeon indicated that an aq2003v silicone lens was damaged upon receipt. There was no patient contact or injury.